Event description:
A customer reported that the lma had never been used and was not tested prior to use by a crna. The lma was inserted without incident. The crna was unable to maintain a good seal. The lma was removed and tested and a small hole was noted. It was reported that there was no pt injury or problem. The user facility returned the lma for eval.